Event description:
Per the clinic, the patient was explanted due to chronic infection. The patient was explanted 2009. Reimplantation is planned but had not taken place at the time of this report, may 19, 2009.